Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the device had lifted pins on the skeleton. Based on the results of the investigation, the most probable cause of the complaint cause could be traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the device had lifted pins on the skeleton. There was no patient involvement.